Event description:
Stryker (B)(4) received a letter from (B)(6). According to his letter, he writes on behalf of his mother. No details like dates of implantation or explantation, hospital etc are given. Instead the letter contains an unspecified request for damage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.